Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd discardit ii¿ syringe with needle, there was foreign matter on the packet as they were trying to open the product. "It was stained and claimed it to be a reused in the sterile packet which is not even opened". There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that before use of the bd discardit ii syringe with needle, there was foreign matter on the packet as they were trying to open the product. "It was stained and claimed it to be a reused in the sterile packet which is not even opened". There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Our quality engineer was able to verify the reported complaint per the provided pictures, there was evidence of yellowish stain mark as foreign matter. The team observed that during the assembly and packaging process of syringe, no areas found where a stain could occur as observed in the photograph. Also, no such defect was observed during in process inspection. From the photograph it is not possible to confirm if the foreign matter is present on the outside of the unit pack or on the laminate which could have occurred due to contact with other materials/medicine liquid stored aside in the location before use. DHR reviewed found no non-conformities. Due to unavailability of actual defective sample and lack of clarity details in photograph further investigation could not be performed. The exact root cause is not identified. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.